Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low reading with the freestyle libre sensor, which was lower as compared to competitor meter. The customer reported experiencing convulsion and loss of consciousness. The customer was taken to hospital where he was diagnosed with hypoglycemia and given unspecified medication to "increase blood glucose". It is unknown if low sensor reading was indicative of hypoglycemia, which would be consistent with customer's adverse event. There was no report of death or permanent injury associated with this event.